Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The event as already been reported throught the medwatch 0001825034-2017-11334. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned to manufacturer.

Event description:
It was reported that the patient will require a revision surgery due to wear and pain. No revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The root cause is undetermined. Please note that the implantation surgery was done in 2006. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2018-00152.